Manufacturer narrative:
A doctor reported that a crown that had been cemented with maxcem elite de-bonded. The patient is doing fine. Neither an evaluation nor a review of the manufacturing records could be conducted, as the product was not returned from the doctor, nor did the doctor provide the lot number(s) used. Because no further investigation is possible, the cause for the debonds remains inconclusive.

Event description:
On (B)(6), 2010, a doctor reported that a crown that had been cemented with maxcem elite de-bonded. This is the third of three reports.